Manufacturer narrative:
(B)(4).

Event description:
Procedure type: sigmoid resection. According to the reporter: the customer reports that during stapling, the device cut the tissues but did not staple. The blade came out. The surgeon changed the sulu, the device cut tissue but did not stapled either. They finally used another device to end the intervention. There was tissue loss as they needed to use the device again so had to cut again the tissue. There was no bleeding reported in excess of 500cc. There was delay of about an hour. No adverse event reported due to the delay. No reinforcement material was used.